Manufacturer narrative:
One (1) 6 french angio-seal vip vascular closure device was returned for product evaluation. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. The component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. The exact cause of the issue cannot be determined but it is likely that distortion in plastic features on the mating area between two components led to mating insufficiency.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during insertion, the dilator came loose from the sheath. The sheath size used was less than or equal to 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No equipment or other devices were used with the product involved. Ultrasound (us) was performed. The patient was in stable condition. Hemostasis was achieved by manual pressure (mp). There was no harm to the patient.

Manufacturer narrative:
This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2023-00774. This report is being sent as follow-up no. 1 to provide additional information in section b5.

Event description:
Additional information was received on 03 jan 2024: the user used two devices on one patient. This report is for the second device used.